Event description:
It was reported that during the implant procedure, the leads had good measurement when it was connected to the device: however, when the device was in the pocket, there was noise noted on the right ventricular pace/sense electrogram when the physician pressed on the device header. It was also reported that the noise could be duplicated and that the noise could possibly be due to grommet noise. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found that the grommet was damaged.